Event description:
Endurant aortic cuff stent grafts were implanted in a patient for the endovascular repair of a previously implanted stent graft from another manufacturer which had collapsed. The patient did not have an aortic aneurysm. The original implant with the other manufacturer¿s stent graft was for treatment of occlusive disease in the abdominal aorta approximately three years ago. It was reported that the patient was seen for follow-up and the CT showed that the other manufacturer¿s stent grafts where the proximal cuff was found to have collapsed with the abdominal aorta almost totally occluded. The physician decided to use endurant cuffs for treatment of the patient. A wire was able to be inserted through the stent graft; then the first endurant cuff was implanted distally to build up the collapsed cuff followed by implant of the second endurant cuff proximally. By doing this the entire abdominal aorta and the other manufacturer¿s stent grafts were relined and built up as the original proximal device was also one cm below the renal arteries. After the endurant stent grafts were ballooned some emboli / thrombus went into the right renal artery and required two atrium stents to be implanted in the right renal. Also distally there was no flow in the terminal aorta due to emboli / thrombus build-up even though an occlusion balloon was placed distally. This required bilateral iliac thrombectomy to be performed which successfully removed thrombus from the terminal aorta. The emboli was due to the patient's condition (occlusive disease). No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: vessel occlusion, emboli. Occlusive disease, emboli. Not treating an aaa. Conclusion: vessel occlusion. Occlusive disease, emboli. Not treating an aaa.